Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
Based on available information, there are no signs of a device malfunction. The event description is not defined. However, the implant was placed (B)(6) 2013 and was explanted on (B)(6) 2020. This event is reportable as a serious injury due to the surgical / medical intervention required to preclude / resolve issues associated with the implant.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One 3i t3® ex hex tapered implant 4 x 13mm (boet413) was returned for investigation attached to an unknown removal tool.visual evaluation of the as returned product identified moderate signs of wear and debris attachment about the implant threads. Product matched print specification where measured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 13 (fdi) and used for approximately 7 years.the reported event could not be recreated due to the nature of the dental device and without further information regarding the event. DHR review was completed for the subject lot number 2016080682. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016080682) for similar event and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported product (boet413).therefore, based on the available information, device malfunction could not be verified and no reported event given. Therefore the event is concluded to be non-verifiable.

Event description:
No further event information is available at the time of this report.